Manufacturer narrative:
The investigation has been completed however, the reported issue could not be confirmed due an additional issue identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a malfunction alarm occurred. The customer's blood glucose (bg) level was 376mg/dl and a manual injection was administered to address the bg level. Reportedly, the customer reverted to manual injections for insulin therapy.